Event description:
It was reported that during a procedure, the tip of the arthroscopic cutter broke off. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." The device history record for the returned device indicates that the cutter passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2010-00065 where an additional incision was needed to remove the tip of the device that had broken off in the patient's knee even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.